Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. Insulin pump had a motor position encoder error alarm as well as motor error alarm. Drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor position encoder error alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).